Event description:
Respiratory therapy was paged stat to the patient's room by nursing staff as the ventilator had stopped ventilating. The nurse present at the bedside reported to respiratory therapy that something was wrong with the vent, the error screen was up and a big red box was on the screen with the error message "safety valve open". The patient was immediately taken off the vent and bagged while the therapist attempted to trouble shoot the vent. All connections were checked and all valves and connections were closed. The vent was turned off and restarted with no problems noted. When the vent restarted, the screen that then came up was "ready to ventilate". The vent appeared to be working properly at this point, and the patient began to ventilate normally for approximately 30 seconds, however, the patient lost pulse at this time and CPR was initiated. Pulse was regained after several rounds of acls protocol, however, the patient could not be revived the second time and expired. The following settings were in place: pressure control-28, peep-20, respiratory rate-30, o2-100%, spo2-63.

Event description:
Respiratory therapy was paged stat to the patient's room by nursing staff as the ventilator had stopped ventilating. The nurse present at the bedside reported to respiratory therapy that something was wrong with the vent, the error screen was up and a big red box was on the screen with the error message "safety valve open". The patient was immediately taken off the vent and bagged while the therapist attempted to trouble shoot the vent. All connections were checked and all valves and connections were closed. The vent was turned off and restarted with no problems noted. When the vent restarted, the screen that then came up was "ready to ventilate". The vent appeared to be working properly at this point, and the patient began to ventilate normally for approximately 30 seconds, however, the patient lost pulse at this time and CPR was initiated. Pulse was regained after several rounds of acls protocol, however, the patient could not be revived the second time and expired. The following settings were in place: pressure control-28, peep-20, respiratory rate-30, o2-100%, spo2-63.